Manufacturer narrative:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Implant stickers indicate that this is pinnacle not asr. Records are available for further review. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on her right side on (B)(6) 2007. Her left-sided implant was entered in a separate complaint. Since revision of patients left-sided implant, she has suffered drop foot. She continues to suffer injuries. She has not sought revision for the right side. Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Implant stickers indicate that this is pinnacle not asr. Records are available for further review.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update (B)(6) 2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient with nausea, dizziness, trouble standing, squeaking and nerve damage with left foot drop. Revision surgical record reported dark brown-tinged synovial fluid, black tarry material, and granulation tissue between liner and cup. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf, sticker sheets, and implant records received. There are no new allegations reported. Updated patient's initials, lawyer and law firm. Doi: (B)(6) 2007 - dor: (B)(6) 2015 (right hip).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.